Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the set was leaking lactated ringers at the connection site between the male luer and the extension set, and there was no patient harm. The customer did not see any obvious/visible holes in the tubing.

Manufacturer narrative:
The customer¿s report that the set leaked was confirmed; however, the leak was at the engagement between the tubing and the male luer and not from the connection between the primary set and extension set. As reported functional testing was performed; the set leaked at the engagement between the tubing and male luer. Insufficient solvent was observed around the end of the tubing where the separation occurred. The tubing was measured and the outer diameter was found to be within specification. The root cause of the leak is insufficient solvent applied during the manufacturing process.

Event description:
The customer reported the set was leaking lactated ringers at the connection site between the male luer and the extension set, and there was no patient harm. The customer did not see any obvious/visible holes in the tubing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the set was leaking lactated ringers at the connection site between the male luer and the extension set, and there was no patient harm. The customer did not see any obvious/visible holes in the tubing.